Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment eval at the user facility, by a MFR¿s service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up report will be filed if the device is received, and if quality investigation results require.